Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button was intermittent. Upon evaluation, the rear response button cable was nicked. The cause of the inablity to activate the monitor is the damage response button cable. The root cause of the damaged response button cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons would not active a patient's monitor.